Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s implantable neurostimulator (ins) had not been working for three years prior to the report and there was a loss of therapy. The patient stated that she met with her healthcare professional (hcp) and they tried to recharge the ins, but they said that the ins was dead, and she needed a revision surgery to continue therapy. The patient was referred to a pain management hcp because she had ¿several things wrong¿ with her that were unrelated to the device/therapy. In the end, the patient was re-directed to contact and healthcare professional (hcp) to discuss options for what next steps could be taken. There were no further complications reported or anticipated.